Manufacturer narrative:
Investigation: the event unit was returned for investigation. The unit was function tested by our engineers to try to reproduce the customer report. The investigation confirmed the customer report of the thermal "runaway". The mains board was replaced with a new one an the runaway condition was corrected. A review of our complaints database does not show any similar reports attributed to a faulty mains board on this product line. A review of the manufacturing records was conducted and no issues were noted that relates to this event. Review of instructions for use cautions: thermal injury may occur if these cautions are not followed: four of the cautions state: observe patient body core temperature and cutaneous response under/next to the blanket. Increase the temperature setting if required, using core body temperature as an indicator. Observe cutaneous response; if erythema appears, decrease the temperature setting or discontinue therapy. Do not leave patients unmonitored during prolonged warming therapy sessions. Monitor patient's temperature and vital signs, and observe cutaneous response at regular intervals. In hypotensive and hypoperfused patients, observe cutaneous response more frequently. Reduce the temperature setting or discontinue use of instability in vital signs or erythema occurs. Use only convective warming blankets manufactured and/or approved by smiths medical. Do not allow the patient's arms or legs to rest on the active hose inlet as thermal injury may occur. Root cause: the root cause of this event was attributed to a faulty mains board and user interface of not monitoring the patient during use per the instructions for use. A further review is being conducted by a third party and if the review identifies any corrective measures to be taken then a follow-up report will be submitted.

Event description:
User alleges that the patient was burned due to the over temperature alarm not alarming. Unit over alarmed at 44 with a short beep and light came on briefly, but then kept warming to 65c.